Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose over 400mg/dl. The customer stated that she received no delivery alarms, and while troubleshooting the insulin pump alarmed motor error. Ran a displacement test and passed. The customer mentioned that she dropped the device. Ran a self test and passed. Advised the customer to discontinue use of the insulin pump. No further information was provided.